Event description:
It was reported that there was loss of capture on the left ventricular (lv) lead. Technical services recommended increasing the cardiac resynchronization therapy defibrillator (crt-d) output and performing a chest x-ray to assess the lv lead. At this time, the lv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).